Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found within specification and the customer reported issue ' downstream occlusion test failed 4 times' could not be reproduced during evaluation. The reported condition was not verified. The device passed downstream occlusion testing. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed downstream occlusion test 4 times during testing at the biomed service department. There was no patient involvement. No additional information is available.